Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving ¿heparin 800 units/ml at 800 units/day¿ via an implantable pump. The healthcare provider reported a red alert, pump 400 hours pump off. The healthcare provider checked the logs, and it was seen the pump recovered today, and the motor stall happened on (B)(6) 2020. It was confirmed that on (B)(6) 2020, the patient had an MRI, and did not have the pump checked post MRI. The healthcare provider stated the patient was on a 3 week refill cycle and 800 for units/day, and noted no symptoms, or volume discrepancies.